Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the upper buttocks, which is off label usage of the device, on (B)(6) 2019. The patient stated while she was at work, she started to feel tired and wanted to take a nap. She went to her boss¿s office to sit, and shortly after she started to fall out of the chair, hitting hit her head on the corner of a file cabinet. A coworker called 911 and the patient was taken to the emergency room (ER). She had not checked her bg level during the episode. When checked by the emergency medical technicians (emts) her bg was 30 mg/dl and the cgm receiver was reading 68 mg/dl. No ems or ER treatment information was provided. At the time of the report she was doing okay with some bruises from the fall. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.